Event description:
The patient reported after wearing the pod between 1 and 4 hours on the arm, they noticed the pink slide insert did not move into the viewing window. This indicates a failure of the needle mechanism to deploy as intended during activation. The patient also reported the cannula was not visible when the pod was removed. Additionally, they reported this pod generated a beep every couple of minutes after activation, but there was no messages or alerts on the controller. The patient's blood glucose levels were reported to be in normal range, reaching 228 mg/dl. Treatment information was not provided. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.